Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium (na) results on two patient samples. The results were not reported out of the laboratory. When the instrument operator noticed multiple low sodium results, the samples were rerun after instrument troubleshooting, and the higher repeated results were reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) evaluated the instrument issue by telephone and assisted customer with troubleshooting the issue. The cts instructed customer to clean the sodium electrode and to perform the twice weekly maintenance. These actions resolved the issue and service was not initiated. The cts verified proper instrument performance with customer to ensure that the troubleshooting instructions effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).